Event description:
The hospital reported having four occurrences of infiltrations in the last few weeks while using the pumps. Three of these occurrences were described as significant, however no specific information was received. No medical or surgical intervention was required. The hospital used another mfrs controllers previously.